Manufacturer narrative:
Review of the data management system confirmed that the user had not been using the system since (B)(6) 2026, due to loss of the smart transmitter. Based on the information available, the reported hospitalization was not related to system performance or device use. The user was advised to continue follow up with their healthcare provider for further medical guidance.

Event description:
On (B)(6) 2026, senseonics was made aware that the user had been hospitalized due to a vascular disease. The user reported that the event occurred on (B)(6) 2026; however, the user declined to provide additional details regarding the diagnosis. At the time of follow-up contact, the user reported feeling significantly better.